Event description:
The customer reported a frozen screen and unresponsive buttons. Advised the customer to remove the battery for two hours and call back if the issue was not resolved after inserting a new battery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.